Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
It was reported that the reservoir leaked and the customer had a high blood glucose. The set and reservoir were changed and the customer was treated with a bolus.